Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a taiga guide catheter when treating the rca; lesion exhibited 100 % stenosis. There was no damage noted to the packaging. The taiga was removed from packaging, inspected and prepped with no issues noted. Resistance was experienced while an unknown brand guide wire was inserted. Resistance was encountered when the taiga was inserted into an unknown brand sheath. Excessive force was applied. It is reported that no resistance was noted when advancing the taiga into the cto rca. It was reported that the taiga tip was broken. Photos received show that the tip is detached. Patient outcome is alive - no injury.

Manufacturer narrative:
It is reported that after the device was withdrawn, the customer noted the anomaly at the tip. The tip was almost detached and detached fully outside the patient¿s body therefore no intervention was required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the taiga catheter was coil wrapped with the distal white soft tip separated from the catheter tip. The white soft tip, approximately 2mm in length was torn off at the distal edge of the tip sleeve. The tear was jagged and the separated tip material bloody and open on one side. No material appeared missing, the entire tip was received in two pieces. The manufacturing tip bond joint was intact. Image review summary: photographs of the device received from the account match the returned device. Sem analysis: based on the observations, the soft tip material did not detach from the guide catheter due to a failed bond joint. The soft tip material suffered a cohesive failure itself, most likely in tensile. There was evidence of a crack/separation on the soft tip on the inside surface. If information is provided in the future, a supplemental report will be issued.